Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 5mm and approx 10mm proximal of weld site. The proximal section of j stiffener wire measures approx 78mm and has migrated down lead body approx 17mm proximal of weld site.